Event description:
It was reported that this medtronic right ventricular (rv) lead connected to a non-medtronic device, exhibited high out of range pacing impedance measurements. Testing was performed and the measurements were in range. However, further monitoring was recommended. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).